Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user experienced a 45-minute delay retrieving medications during a med draw due to multiple drawer failures on the main cabinet. Drawers 1.2, 4.2, and 5.2 were affected. A field service engineer (fse) opened the back of the unit and reseated all cables and connectors for the three drawers. A full diagnostic test was run on drawer 5. All pockets were released, and debris was removed to ensure proper contact. The drawers were tested successfully, and the customer confirmed functionality through transaction testing. The system functioned as intended after the field service engineer repaired the device.